Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. Customer ate more than usual and bolused for it as it was recommended. Customer stated that he did not check his blood glucose before treating approximately 4 or more times. Customer's blood glucose level would not come down. Customer's past blood glucose readings were 360 mg/dl and 364 mg/dl and at one point it was over 400 mg/dl. Customer stated that the night before, his blood glucose level was 159 mg/dl. Customer was advised to troubleshoot for the pump, but he opted to call back if he encounters the problems again. No further assistance needed.